Event description:
Reporter alleged the lancet needle used in a device for finger-stick blood glucose testing, protrudes from the end of the cap on the device and will not retract. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.